Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion was located in a very tortous proximal left main. The physician attempted to use a taxus express2 2.75x24mm drug elutiing stent to treat the target lesion. The stent would not cross the lesion. While the stent delivery system was being removed, the stent was stripped off by the guide catheter. The stent was retrieved with a snare and the procedure was stopped. The physician was evaluating other treatment options for the pt. No pt complications occurred. Pt status I satisfactory.